Event description:
The customer observed patient sample results associated with the wrong patient demographics on the vitros 3600 immunodiagnostic system. Mis-association of patient demographics and results may lead to inappropriate physician action. No erroneous results were reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that the customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a pending state. Reusing the sample ID on a different sample without completion of the original request will cause the original information to be carried forward. The root cause of this event is user error.